Manufacturer narrative:
The customer returned the lancing device with date stamp 06/2006. No lancets were returned. Testing was performed with the customer's lancing device and the device worked according to specification. The lancing device was also disassembled for investigation and no abnormalities were identified that would support the customer's allegation. A specific root cause could not be identified for this event. Further investigation could not be carried out since the customer did not return any lancets.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer indicated that the lancet protrudes beyond the end cap of the coaguchek softclix device. No adverse event occurred. The customer did not provide the lot number of the device, nor the lancets. The suspect product was requested for return.